Event description:
Healthcare professional reported left side capsular contracture baker grade IV , "folds and minimal amount of peri prosthetic fluid". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3 , b.5 , d.4 , h.6.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown, "folds and minimal amount of peri prosthetic fluid". Device has been explanted and replaced.